Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00mm x 12mm promus element drug eluting stent was advanced for treatment. However, it was noted that the stent struct was lifted up. The procedure completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 4.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage on the first distal strut which is in a lifted state and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00mm x 12mm promus element drug eluting stent was advanced for treatment. However, it was noted that the stent struct was lifted up. The procedure completed with another of the same device. There were no patient complications reported and the patient's status was stable.